Event description:
Nicu team unable to get a pulse ox reading on baby, pulse ox machine was not picking up hr or o2 level. Event involves interaction between infant radiant warmer, two pulse oximeters, and various probes. Ultimately determined problem with reading oxygenation levels was caused by using the wrong probes for this infant radiant warmer. Problem was resolved by obtaining the correct, compatible probe from the operating room. No dysfunctional devices in this event; staff have been trained to use the correct, compatible probes.